Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during an endoscopic colorectal polyp mucosal resection procedure performed on (B)(6) 2022. It was reported that when the sterile bag was unpack, it was noted that a foreign object was found inside. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: problem code a180104 captures the reportable event of foreign matter in sterile pouch. Block h10 investigation results: a cold snare was received for analysis. Visual and microscope inspection of the returned device revealed that there were particles inside of it. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. No other problems were noted. The reported event of foreign material present in device was confirmed. An investigation into this issue did not yield a definitive root cause, however it was concluded that the foreign material might have been cellulose ribbon used during the manufacturing process. There are processes in place during manufacturing to inspect the pouch for foreign material contamination; it was determined that a specific process step may have been missed during production. The investigation concluded that this was an isolated event and reinforcement of the relevant procedures was performed for the product builders. Therefore, based on the information available and the analysis of the returned device, the most probable root cause for the reported event is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during an endoscopic colorectal polyp mucosal resection procedure performed on (B)(6) 2022. It was reported that when the sterile bag was unpack, it was noted that a foreign object was found inside. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.